Event description:
It was reported that pump experienced malfunction alarm with code 12 while customer was using it, and no notable events occurred beforehand. Customer¿s blood glucose level rose to 420 mg/dl, but there was no adverse impact to the customer¿s blood glucose level because customer delivered injection using multiple daily injections. Technical support provided instructions for resetting pump, assisted customer with reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again, which caller acknowledged and understood.